Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins). Consumer reported the programmer batteries corroded and now they could not get the programmer to work. It was reported that the ins was not holding a charge. Patient has neuropathy in both legs and the device helps with this. It was reported that the unit charges 1-2 days and is charged to full. This began the past several months. No further complications reported/anticipated.